Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedures of laparoscopic supracervical hysterectomy, fulguration of endometriosis and right ovarian cystectomy during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a mesh removal, concurrently with a cystoscopy, implantation of a sparc device, trachelectomy, laparoscopic bilateral salpingo-oophorectomy, and lysis of adhesions on (B)(6) 2011.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. It was further reported that the patient underwent a surgical procedure on (B)(6) 2011 and ams sparc sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation due to dysmenorrheal, stress urinary incontinence, and dyspareunia. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence and dyspareunia. On (B)(6) 2011, the patient underwent excision of prior sling due to recurrent stress incontinence and pelvic pain. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/05/2016.